Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that they have reflex sympathetic dystrophy (rsd) of their left shoulder, arm and hand and that ever since the devie was implanted they "have been in excrutiating pain." The device is still in use. There were no further patient complications reported as a result of this event.

Event description:
It was reported by the patient that they have reflex sympathetic dystrophy (rsd) of their left shoulder, arm and hand and that ever since the device was implanted they "have been in excruciating pain." The device is still in use. It was further reported that the patient has swelling and "puss balls" above the device site. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.